Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient experienced infusion set cannula was kinked within 3 hours of insertion at abdomen on (B)(6) 2024, which cause the patient blood glucose levels was elevated to 300 to 350 mg/dl, therefore patient had changed the set and found that there was a defective cannula on the infusion set, which had happened at least 2-3 other times in the past year. The patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.